Event description:
It was reported to nova biomedical on (B)(6) 2010 that two weeks ago, the consumer experienced a hypoglycemic event requiring medical intervention. During the call to customer support, it was revealed that the consumer does not control solution test their test strips for integrity before use and transfers test strips from one vial to another vial which may contribute to a loss of integrity of test strips. The consumer was educated on these directions for use at the time of call. The test strips in question will not be returned for evaluation; they were used up by the consumer. The meter in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.